Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 12/23/2019. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the bile duct during an ultrasound-guided biliary drainage procedure performed on an unknown date. According to the complainant, during the procedure, the first flange of the stent began deploying further from the tip of the delivery system than the physician had experienced in previous stent placement procedures, and the first flange was deployed outside of the bile duct. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was completed by placing another stent through the existing puncture site created during the attempted axios stent placement. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.